Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient still has some hearing perception and the device remains implanted. In addition the recipient has been implanted on the contralateral side.

Event description:
The user's hearing performance became worse suddenly. No trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance became worse suddenly. No trauma has been reported. The user has been successfully implanted on (B)(6) 2018 on the contralateral side (right); the implant on the left side will stay implanted.